Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) female pt, the device was unable to obtain an ECG signal via electrode pads. The complainant indicated that the electrode would not adhere to the pt's skin. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
The ECG data from the event was returned and evaluated. The evaluation showed that CPR was being performed throughout the case. The evaluation also showed several pads off/pads on prompts. Which may indicate poor coupling of the electrode pads to the patient's skin. However, this could not be firmly established as the electrode pads were not received as part of this investigation. The reported malfunction of the electrode pads would not adhere to the patient's skin could not be confirmed. Analysis of reports of this type has not identified an increase in trend.